Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Subsequently, it was reported that a cartridge alarm (cartridge alarm 1) occurred during basal delivery. Customer loaded a new cartridge to resolve the issue and resumed insulin delivery on the pump. Customer's blood glucose level ranged from 100 mg/dl to 140 mg/dl.